Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a catheter placement procedure. Prior to implantation, the operator identified a malfunction of the groshong catheter when physiological solution was observed leaking from the distal valve during pre-use testing. The leakage occurred despite only a 10 ml syringe of physiological solution being connected at neutral pressure. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport m.r.I isp implantable port kit components were returned for evaluations. Visual and functional evaluations were performed on the returned device. The complaint sample appeared to be clean. Distinct curvature was noted throughout the catheter. No other anomalies were observed. The catheter was patent to both infusion and aspiration without issue. No leaks were observed throughout the catheter. Water was observed exiting the groshong valve. Therefore, the investigation is unconfirmed for reported fluid leak issue as no leaks were observed throughout the catheter. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, prior to implantation, the operator identified a malfunction of the groshong catheter when physiological solution was observed leaking from the distal valve during pre use testing. The leakage occurred despite only a 10 ml syringe of physiological solution being connected at neutral pressure. The procedure was completed using another device. There was no patient contact.